Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It was reported that resistance was felt during advancement/retraction of the device and force was applied. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is unlikely the IFU deviation contributed to the reported event. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified de novo lesion in the mid diagonal artery. Resistance advancing a 3.0x33mm xience xpedition stent delivery system (sds) was felt with the anatomy and the proximal shaft kinked. Resistance removing the sds was also felt and slow gradual force was applied. The procedure was successfully completed with an unknown balloon for support with the use of a new 3.0x33mm xience xpediton sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.